Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided photos. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available photo of the lead taken most likely during the revision procedure was analyzed. The picture showed a kink of the connector as well as a circular fracture of the insulation in this region. The proximal part of the nearby lead also showed a kinked connector. Furthermore, iegm screenshots were provided presenting ventricular fibrillation resulting in in 40 j shock deliveries. Subsequently the ventricular fibrillation continued confirming the reported ineffective shocks. Despite the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received unsuccessful shocks and external shock delivery was necessary. High shock impedance was also noted. The lead was capped approx. 164 months after the implantation. Another lead was implanted and the associated ICD was replaced. During the surgery lead damage in the connector area was noted. Should additional information be received, this file will be updated.